Event description:
It was reported by the med the device was used during a breast biopsy (c1530 and p1175). It was reported the clip was deployed. After the inner and outer sleeves were pulled back, the md noticed the marker sleeve at the end of the ultem tube had sheared off. The marker sleeve remains in the breast tissue.